Event description:
The pt stated, that he has been having difficulty removing the introducer needle from the infusion site after insertion into his body. He stated that the needle seems to be bent, when he removes it from the infusion site. He stated that he believes his blood glucose has been elevated (400 mg/dl) due to this. He did not experience any symptoms of elevated blood glucose. His normal blood glucose is under 200 mg/dl. The pt bolused to bring his blood glucose back to normal. Replacement infusion sets were sent to the pt and upon follow up the pt stated he had no further issues with bent introducer needles and he stated he was doing fine. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.